Manufacturer narrative:
As reported adhesion, scar tissue and bulge around belly button post implant of phasix mesh. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the postoperative complications. The instructions-for-use supplied with the device list adhesion as a possible complication. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in jun 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient experienced abdominal adhesion, scar tissue and bulge around belly button post implant of phasix flat mesh. The patient underwent revision surgery in attempt to release the scar tissue and the bulge around belly button did not resolve. It was stated that the dissolvable mesh was not removed, and the surgeon does not feel comfortable fixing the adhesion.